Event description:
The customer reported the olympus high flow insufflation unit was not working and an abnormal sound was coming from inside the device during inspection for use. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.